Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6949-65 implantable tachy lead (B)(6) 2005; 5076-45 implantable pacing lead (B)(6) 2005; 4193-88 implantable pacing lead (B)(6) 2005; 1888tc implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator and there may be early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.